Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issues was unable to confirm via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the gripper actuation issue. It was reported that during prep of the clip it was noted that one of the grippers only lowered to about 90 degrees and did not come down to 120 degrees. The grippers were cycled several times during prep with the clip locked to see if the gripper would lower to 120 degrees but after several attempts the gripper still appeared to only lower to about 90 degrees. A replacement device was prepared without any issue and proceeded with the procedure. There was no patient involvement with the issue. No additional information was provided.